Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the burr and wire detached. The target lesion was located in the moderately tortuous and severely calcified circumflex artery (cx). A 1.50 mm rotapro, and rotawire were selected for rotational atherectomy. During the test run, the rotapro system did not reach the target speed of 170,000 rpm; however, the issue resolved after restarting the console. The burr catheter advanced to the lesion in dynaglide mode, and rotablation was performed successfully. During burr removal, resistance was encountered, requiring increased force to withdraw the device in dynaglide mode. This resulted in separation of the shaft and the burr from the drive shaft. The burr subsequently caused the rotawire to fracture, leaving the distal portion of the wire within the cx, which could not be retrieved. The proximal portion of the wire, along with the separated burr and shaft, were removed with force. Vessel occlusion occurred following the event. The patient was transferred to the ICU and is expected to make a full recovery.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device technical analysis: returned product consisted of the rotapro atherectomy system. The rotowire used in the procedure was returned with the rotapro. Visual inspection of the device found that the burr and coil were detached. The returned wire was detached at the spring tip past the distal weld ball. Media inspection included three photos showing the product packaging along with the detached coil and burr consistent with the analysis findings. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotapro device confirmed that the event of "drive shaft break, burr detachment of device or device component, burr guidewire fracture issue, burr difficult to remove and vessel occlusion" were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported event indicated that resistance was encountered during removal, leading to burr and drive shaft detachment. The rotowire fractured and vessel occlusion was identified after removal leading to patient transfer to the ICU. Product and media analysis confirmed the reported burr and drive shaft detachments as the burr and coil were found to be detached. The reported guidewire fracture could be confirmed but was not considered related to the rota device as the guidewire was separated at the distal tip beyond the distal weld ball. The reported removal difficulties could not be confirmed as clinical circumstances could not be replicated. During analysis of the returned device and associated rotowire, the rotowire was found to be separated at the spring tip beyond the distal weld ball. The distal weld ball is designed to prevent advancement of the burr to the spring tip. As the distal weld ball was still in place when the rotowire was returned, it was considered likely that the burr did not interact with the spring tip. It was considered likely that the reported guidewire fracture may have occurred due to procedural factors encountered during removal of the device, but it was considered unlikely that the damages to the rotowire were associated with interaction between the rotapro device and the rotowire. A review of the DHR indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported resistance during removal, device detachments, and cascade of patient events occurred due to factors encountered during the procedure. As the full severity of the target lesion was not provided, it was unable to be determined if the severity of the target lesion was a likely contributing factor to the reported events.

Event description:
It was reported that the burr and wire detached. The target lesion was located in the moderately tortuous and severely calcified circumflex artery (cx). A 1.50 mm rotapro, and rotawire were selected for rotational atherectomy. During the test run, the rotapro system did not reach the target speed of 170,000 rpm; however, the issue resolved after restarting the console. The burr catheter advanced to the lesion in dynaglide mode, and rotablation was performed successfully. During burr removal, resistance was encountered, requiring increased force to withdraw the device in dynaglide mode. This resulted in separation of the shaft and the burr from the drive shaft. The burr subsequently caused the rotawire to fracture, leaving the distal portion of the wire within the cx, which could not be retrieved. The proximal portion of the wire, along with the separated burr and shaft, were removed with force. Vessel occlusion occurred following the event. The patient was transferred to the ICU and is expected to make a full recovery.